Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the o-ring of a cartridge fell off during a cartridge change. The patient did not allege any harm or injury because of the reported issue. The patient denied observing damage to the cartridge or pump. She also denied having insulin leak issues. The patient indicated that she had discarded the subject cartridge. The patient did not have the lot number of the cartridge during the contact with anm. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the o-ring of cartridge fell off. However, there is no evidence that the cartridge issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the cartridge has been not been returned but a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.